Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 6.3 mmol/l and 12.7 mmol/l, 1.1 mmol/l and 4.1 mmol/l the comparisons were performed on different dates. Customer administered insulin after obtaining the second results in each comparison. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.